Manufacturer narrative:
Evaluation of the returned device confirmed the customer's complaint; 'pressure tubing connected to the one-way stopcock was detached.' The short pressure tubing of the vamp jr. Was found detached from the connector shut-off valve. Residual solvent was observed on approximately half of the inserted portion of the detached tubing. No other visual damage was observed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Review of the device history record supports that there were no non-conformances noted during the manufacturing which could be related to the customer's complaint. Edwards will continue to review and monitor all events.

Event description:
It was reported that during use of a pressure monitoring kit, the nurse noticed a backflow of blood and discovered that the pressure tubing connected to the one-way stopcock was detached and led to blood leakage. The issue was noticed immediately, therefore no patient compromise was reported. The kit was first used in an operating room and the detachment of the pressure tubing occurred during use in ICU. The lot number could not be definitively identified; however, a possible lot number was reported as hh0949mt. No other system-related devices were identified as suspect.